Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the needle and/or cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose level.